Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The oxygen flush valve assembly was replaced and the spring shaft was cleaned. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the oxygen flush button was stuck open. There was no report of patient involvement.